Manufacturer narrative:
Updates: initial reporter, age/date of birth, weight, describe event or problem, model #/lot #, implant date, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative corrections: sex, adverse event and/or product problem, event problem codes. The manufacturer received the device for investigation on october 5, 2016. The investigation is pending. A cause for this specific event cannot be ascertained from the information provided, should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that a patient was implanted a dynesys lis, stabilizing cord, 200 on (B)(6) 2013 and had to be revised on (B)(6) 2016 due to breakage of the cord. It was also stated the following "the removal was from an anterior vertebral body tethering case, an off-label use of the dynesys system, the recommended technique was not followed during the initial surgery."

Manufacturer narrative:
Updates: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. Trend analysis: no trend identified. The DHR check could not be performed for the cord as the lot number was not available. The product experience report (per) states that a removal was performed of the dynesys top loading system because the cord broke between two screws. The returning explanted materials form lists ruptured vertebral body tether of the thoracolumbar spine as reason for explant. The revision procedure is described as removal of a left vertebral body tether at t11-l3. The form states (B)(6) 2013 as the original surgery date and (B)(6) 2016 as the explant date. An overview sketch for the complete instrumentation of this patient was attached which indicates that a surgery was performed on (B)(6) 2013 at t5-t10 on the right side and at t11-l3 on the left side. Some staples are also mentioned and it is noted that the instrumentation on the left side is ¿out¿ on (B)(6) 2016. The discrepancies of the dates are only one day and do not affect the investigation. It is assumed that the dates on the overview sketch are correct. Visual examination: the retrieved products were implanted at the levels t11-l3 but were not marked with the anatomical location from which they were removed. However with the information at hand it was possible to reconstruct some of the screws locations. The pedicle screws show none to very slight remains of bone attachments. On all of the screw heads damages from the revision surgery can be observed in form of slight scratches, slight deformations and indents. The set screws show none to only very slight damage on the inner hexagon most likely from either the implantation surgery and / or the revision surgery; in general all of the set screws look inconspicuous. Three pieces of a cord implanted at the levels t11-l3, a long and two short pieces, with unknown lot number were received. All of the cord pieces are slightly yellowish discolored and tissue attachments can partially be observed. The long piece shows the green thread marking of the working zone of the cord at one end which should not be implanted. The cord end shows a clear cut which is melted and merged. The other end is slightly bulged and the fibers of the outer layer seem to be frayed. Three contact areas of the screws are clearly visible on the cord piece. The outer cord layer is slightly damaged in the contact areas where the tip of the set screw was placed. On the opposite side of two of the contact areas a dark spot can be observed which correlates with the cannulation of the cannulated pedicle screws. The second cord piece shows one contact area where the outer layer is slightly damaged. Both ends exhibit a slightly bulged end with frayed and / or separated fibers from the outer cord layer. One cord end of the third cord piece shows a clear cut which is melted and merged. The other end exhibits a slightly bulged end with frayed and / or separated fibers. One contact area of the screws is visible right next to the slightly bulged end. No other damaged areas, e.g. Worn areas, could be identified on the cord pieces. Based on the appearance of the cord ends, the locations of the contact areas and the assumption that the clean cut ends are the ends of the entire implanted cord it was tried to reconstruct the cord. The five unknown staples show damage in form of nicks and scratches. The inner thread is mostly damaged and some of them exhibit bone ingrowth. One prong of a staple is fractured. Conclusion: the dynesys top loading system used for vertebral body tether of the thoracolumbar spine was revised after approximately 2 years and 7 months in vivo due to a ruptured cord. The patient¿s (B)(6) and can be classified according to the bmi scale as obese class I (moderately obese) ((B)(6)). Contraindications of the dynesys spinal system and the zimmer dto implant are similar to other commercially available posterior spinal fixation systems including obesity. Five unknown staples were received. With the available information at hand it stays unknown for what indication or where they were implanted. The cord was implanted at the levels t11-l3 and it was tried to reconstruct the cord. With the available information it stays unknown which cord end ended at t11 respectively at l3. Therefore the anatomical location from where the individual pieces were removed stays unclear. Two of the cord ends show a clear cut which are melted and merged while the fibers of the outer layer seem to be frayed on the remaining cord ends. Based on the reconstructed cord two possible locations of a rupture could be identified. At those two locations the cord ends have similar bulged and frayed appearance that does not allow a clear identification of a rupture of the cord. The per states a cord rupture in between two screws while the returning explanted materials form lists ruptured vertebral body tether. Therefore it is unclear if the cord possibly ruptured in one or two locations. The appearance of the cord ends and the information at hand are not sufficient to conclude if and where a rupture of the cord might have occurred. The reason for a possible cord rupture stays unknown. From the available information it can be concluded that the surgeon performed a vertebral body tethering (vbt) for idiopathic scoliosis as described by (B)(6) et al.. This is off label use of the dynesys top loading system. As the surgical intentions of vbt differ from those of the dynesys system¿s intended uses, it is also unknown if the cord tensioning during the implantation surgery might have influenced the cord rupture or if the cord tensioned over the time in vivo due to growing of the patient might have been a contributing factor. In conclusion it is hypothesized that the following possible factors might have contributed to the cord rupture either alone or in combination: - cord tensioning during the implantation surgery, - cord tensioned over the time in vivo due to growing of the patient, - the system being in an unknown/untested loading environment, - the patient¿s overweight. However, an exact root cause could not be identified. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided, should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that a patient has received a dynesys implant on an unknown date and had to be revised on (B)(6) 2016 due to breakage of the cord. It was also stated the following "the removal was from an anterior vertebral body tethering case, an off-label use of the dynesys system, the recommended technique was not followed during the initial surgery."